Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received a post reset ram crc alarm error. Customer was able to clear the alarm and was able to rewind the pump. Customer stated that they received power loss alarm. Troubleshooting was performed. The device will not be returned for analysis.